Event description:
Original bilateral breast implant insertion in 1975. Product name not available. Removal of implants related to pain and arthritic symptoms. Explants decontaminated and taken by physician.